Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 180 mg/dl at time of incident and current blood glucose was 470 mg/dl. Other blood glucose was 180 mg/dl, 200 mg/dl, 400 mg/dl. Customer treated with insulin pump manual injection insulin pump. Troubleshooting was performed for high blood glucose level. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with missing end cap sticker.